Event description:
Sorin group (B)(4) received info that the double head pump speed was not controlled by the front panel and an error code was displayed. The event occurred during setup. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, during setup, the speed of the s3 double head pump changed without command and then error code 000002 was displayed. This error code indicates that a problem with the potentiometer or circuit board exits. The pump was power cycled to clear the error. There was no report of pt injury resulting from this event. The investigation is on going. Details of this event will be provided in a follow up report.